Manufacturer narrative:
Not in manufacturing mode. Unit was received with unresponsive select button due to corroded keypad traces. Unable to perform displacement test or perform testing due to unresponsive buttons. Keypad connector was inspected and no anomaly was noted. Unit was received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 408 mg/dl at the time of incident. Customer¿s friend stated that the insulin pump select button was unresponsive during bolus delivery. Customer's friend confirmed that the select button was still unresponsive even after the battery has been changed. Customer had a high blood glucose of 408 mg/dl and no form of treatment was reported and no troubleshooting was performed. The customer¿s friend was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.